Event description:
It was reported that a patient underwent a laparoscopic abdominal hysterectomy on (B)(6) 2012. During set up for the procedure, the device would not drive the disposable. The same disposable was taken to a second unit and it worked with no issue. Upon inspection of unit, it was noted that the cpc connector was broken and believed that it broke through normal wear and tear. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to have a broken set screw on the cpc flex coupler, ...

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.